Event description:
(B)(4) study. It was reported that pseudostenosis and hypotension occurred. On (B)(4) 2013, clinical status assessment was performed and identified the patient's qualifying condition as stable angina. Abnormal stress test or imaging test indicated ischemia prior to procedure and the patient was referred for elective cardiac catheterization. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 9 mm long with a reference vessel diameter of 2.5 mm. During the index procedure, after a non-bsc guide wire was placed into the distal rca and the posterior left ventricle extension branch, a 2.0mm x 9mm apex balloon catheter was advanced for dilatation. Subsequently, a 12 x 2.5 mm study stent was advanced but the stent was unable to cross the lesion. Hence, a 0.014 mailman guidewire was passed which resulted in wire bias and pseudostenosis. The event resulted to hypotension of the patient, which was treated with neo-synephrine and fluids. The 2.50 x 12 mm study stent was then deployed using buddy wire technique. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).